Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the screen flickering and crackling. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (screen flickering and crackling) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head is loose with the otv-s190 socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen flickering was due to a loose camera head with the socket. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.